Event description:
It was reported that a user¿s fsl3+ sensor paired with the ilet mobile app did not display a warm-up or glucose data and showed three dashed lines, while the abbott app initially displayed glucose readings; subsequent scans on ilet indicated the sensor was already in use, consistent with an intermittent communication failure associated with the electrical/magnetic subsystem and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the sensor and the ilet app consistent with intermittent communication failure localized to the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is being submitted late due to a complaint management system transition. During reconciliation and review activities following the system migration, this event was identified as meeting MDR reporting criteria under 21 cfr part 803. Upon identification of the reporting obligation, beta bionics initiated submission of this MDR.